Event description:
In 2002, the pt reportedly had some fluid trapped under their skin flap and local swelling. They received medical treatment and the swelling was resolved. In 2003, the pt was seen by a co rep for device evaluation for a problem with loss of lock. Programming adjustments were made and lock was obtained. 2 days later the pt reportedly experienced an overly loud sensation and pain while using the device. The decision was made to schedule surgery to explant the pt's device.